Event description:
A pin collet was sent for evaluation because metal chards were coming out of the device. The event occurred after a procedure. No adverse event was associated with the device.

Manufacturer narrative:
The device was received for evaluation; additional information will be submitted once the quality investigation is completed.